Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that a piece of the insulin pump's motor was broken and insulin shot out. The plunger was also broken. The drive support cap was sticking out. The customer pressed the cap while connected to the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip and severely scratched display window noted.